Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was missing. Customer stated that she was unsure of whether the drive support cap fell out of the device, or was pushed inside of it. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened button dome switches (creased) keypad traces. No unlocked lcd keypad connector during visual inspection. Drive support cap was inspected and no anomaly was noted. Device received without belt clip unable to confirm damage. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, missing end cap sticker and missing drive support sticker.